Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8126 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse medication as expected during a heparin infusion. The nurse stated there were occasional upstream occlusion alarms but no other indication that the pump was not infusing. The heparin dose had been progressively increased to attain therapeutic ptt, but ptt did not change prompting staff to switch to a different pump. Once the pump was changed, ptt became supratherapeutic at dose that should have been infusing. No additional information is available.